Manufacturer narrative:
Initial reporter phone no. (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual sample was not available for investigation. However, a drawing was provided. Visual inspection showed the leak was located the at the of level of the replacement y-connector. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on the tube of one unit of prismaflex st100 during priming. There was no patient involvement. No additional information is available.